Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted on an unk date with construct at an unk level. X-rays were taken on (B)(6) 2012 that showed two mirs locking caps backing out of the screw. Pt was returned to the operating room on an unk date and a revision surgery occurred on an unk date. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be competed the investigation could not be completed, no conclusion could be drawn, as no product was received.